Event description:
Event description boston scientific crm received information that the patient with this right ventricualr lead experienced a syncopal episode. During a revision procedure, this right ventricular lead was explanted due to noisy signals causing pacing inhibition for a period greater than two beats.